Manufacturer narrative:
Product code unknown. Unknown abutment screw. Implant being reported as concomitant device. 510k # unknown.

Event description:
Doctor indicates the unknown abutment screw fractured and they were not able to remove the fracture portion with the rescue kit so doctor removed the implant (xifnt3210) as well.

Manufacturer narrative:
One (1) implant was returned for investigation. Upon visual inspection, implant showed signs of usage and remnant bone was visible between external threads of product. Seating surface of implant was damaged. Vertical extent of internal threads of the returned implant was not visible, as portion of fractured screw remained inside the implant. The complaint was confirmed. The part and lot numbers on the abutment screw were not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.